Event description:
A hospital reported on (B)(6) 2016 that a glove ripped during a trauma case. The surgeon did not realize a piece had broken off, and it was found in the patient during a later surgical procedure.   No additional information was provided. Sample not available. Request was made for additional information. Additional information received on 12dec2016 from the reporter stating that the glove ripped due to a broken rib, or rib fragment. The surgeon later performed an additional surgery (date unspecified) to follow-up on the patient's wound, and discovered a glove fragment in the surgical site.   Both the patient and doctor are fine. Specific glove size in use is unknown.